Manufacturer narrative:
Manufacturer's investigation conclusion: there was an incidental finding of a damaged locking mechanism. The reported event of the centrimag system fully stopping was not confirmed. However, damage to the centrimag motor that may have contributed to the reported event was confirmed. The returned centrimag motor (serial number (B)(6)) was tested at the european distribution center. The motor was observed, to have a cut in its cable upon arrival, revealing inner conductors. The motor was connected to a known working test centrimag console. However, the motor was not recognized by the console, due to its damaged cable. The motor was unable to be tested further. And was scrapped as a result of its irreparable cable damage. The root cause of the reported event was unable to be conclusively determined through this analysis. Although, the reported event of the system fully stopping was unable to be reproduced, the observed damage to the motor¿s cable may have contributed/caused the issue to occur. Review of the device history record for centrimag motor, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. Section 10, entitled "emergency/trouble shooting" of the centrimag primary console operating manual, states: "the recommended practice, whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console to continue patient support. Do not exchange individual motors or individual consoles, during patient support. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Full reporter address line 1: (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer reference number: 2916596-2020-04576 and 2916596-2020-04579. It was reported that the patient experienced flows below the minimum. The battery indicator went from fully charged and fell to minimum and the pump speed display dropped to zero suddenly. The system was replaced.